Event description:
It was reported that during testing for a procedure at the user facility the device's top screw broke off. No patient involvement or procedural delays were reported to have taken place.

Event description:
It was reported that during testing for a procedure at the user facility the device's top screw broke off. No patient involvement or procedural delays were reported to have taken place.